Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement, noise on the atrial lead was observed. The lead was capped and replaced. Patient left procedure in good condition and will be followed up normally.